Manufacturer narrative:
.

Event description:
It was reported the patient experienced a loss of therapeutic effect. Impedance readings showed impedances of >2000 ohms on some of the unipolar pairs. Low impedances were discussed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information from the patient's health care provider (hcp) showed the patient was successfully reprogrammed. It was stated the patient reported worsening symptoms, and high impedances were found. The patient had an x-ray, and no breaks or disconnections were seen. The patient was reprogrammed and the increase in symptoms resolved. Only the right dbs device was reprogrammed. The patient outcome was reported as no injury.